Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure during prime. The customer stated, she had an MRI done in the morning and forgot to take off the insulin pump. The customer explained that she received a low battery alert at the hospital and she changed the battery when she got home and the device got stuck in the prime/rewind sequence and the alarms occurred. Blood glucose value was between 196 and 203 mg/dl. Customer stated, her blood glucose has been as high as 305 mg/dl. Customer does not use the sensor feature and is unable to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump failed the displacement test, and was followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery alarm test or verify other alarms due to the motor error alarm. The pump also had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, a broken reservoir tube lip, cracked battery tube threads, a missing reservoir tube lip o-ring and end cap sticker, as well as minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.